Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that you cannot see through the scope. A visual inspection was performed and showed the scope to have a cracked weld, broken lenses with distal tip and fiber damage. No manufacturing related defects were observed. User error might have been a contributing factor of the event.

Event description:
It was reported cannot see through the scope. No patient injury was reported.